Manufacturer narrative:
The adhesive pad was not returned with the device. The exposed portion of the soft cannula was observed to be damaged. Although the cannula was observed to be damaged, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. No damages or defects were found that would cause infection or irritation. The exact cause of the reported infection and irritation could not be conclusively determined. The device generated an 0x1c alarm, indicating the device had reached expiration time. It was confirmed that the device ran for 80 hours. This is not a failure of the device but rather a safety feature of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4)   and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours on the arm. The site was painful and had a large lump. There was also puss coming out. The patient was taken to the emergency room and diagnosed with a staph infection. The patient was treated with a prescription (unknown), but reports taking 14ml twice a day.